Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "check therapy pad" and "adjust belt" messages) was confirmed. Upon investigation, the electrode belt cable connecting ECG a, ECG b, and the front therapy electrode was cut, damaging the blue (+5v) wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and was causing excessive "check therapy pad" and "adjust belt" messages.